Event description:
It was reported that the ilet did not display dexcom g7 continuous glucose monitor (cgm) sensor readings due to intermittent communication failure, leading the user to confirm a fingerstick blood glucose peak of 323 mg/dl and manually enter the value for correction; sensor data later resumed and trended back into range. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included a delay to therapy. User support included communication and review and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.